Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak on a prismaflex hf1400 set occurred during treatment. The customer noted that they had to reprime multiple times due to air however they did not notice the damage until after therapy had started. Therapy ran for approximately 2 hours when the customer noticed a small puddle of blood on the floor and blood on the tubing. When the customer slightly lifted the tubing segment between the top of the filter and deaeration chamber to inspect, they observed a hole in the return line segment between the blue sampling port and deaeration chamber. The customer noted that they were able to temporarily seal the hole in order to return the blood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.